Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited high capture threshold which resulted in failure to capture. X-ray was performed and programming changes were made. The patient was presented for rv lead revision. The rv lead was repositioned on (B)(6) 2026. The patient was in stable condition.